Event description:
It was reported that the patient underwent battery replacement. The device was reported to be at 8% battery life remaining. The provider suspects that the device is depleting prematurely. The device has been returned but not received by the manufacturer. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received. Product analysis was completed and reviewed. The generator functioned as expected and did not deplete prematurely. No other relevant information has been received to date.

Manufacturer narrative:
H3: code 02 utilized as product analysis of suspect product in under way.

Event description:
Additional information received. The suspected product has been received by the manufacturer. Product analysis is underway but has not been completed to date. Additional system diagnostic received. Review of the data showed that the battery is depleting as expected. No other relevant information has been received to date.